Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #c9e397. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two (gst60g and gst60t) reloads present. The reloads were received partially fired 1/16. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9e397, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/24 d4: batch #unk. Additional information was requested, and the following was obtained: - could you please tell us the procedure of this case and the part where the product was used? The suture part was ra with a robot laparoscopic. - did this event cause any bleeding or tissue damage? There was no bleeding or tissue damage after the incision. - is there any problem with the patient's condition after the surgery? The patient is stable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ea3g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device could be fired with a black cartridge on the first firing, but on the second firing, the device stopped firing in the middle of the procedure. Replaced with a green cartridge, the same thing happened. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.